Manufacturer narrative:
The customer had indicated that the subject device will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded- not returned for eval.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician injected antibiotic agent with a diagnostic catheter and the occlusion balloon deflated immediately.